Event description:
It was reported that her vns does not feel right. She claims that her magnet swipe stimulation is more painful than normal. It was reported that the patient was in the hospital. No additional relevant information has been received to date.

Event description:
The generator was noted to be replaced prophylactically. The explanted generator has not been received to dat e. No other relevant information has been received to date.